Event description:
During the peripheral procedure, as the sheath was being inserted, the physician alleged that a dissection in the left superficial femoral artery occurred when using the wire to gain access. A 6f sheath was placed going down the leg (antegrade from the left common femoral artery). The guidewire felt stiffer than normal. The issue was resolved using balloon inflation with a 6.0 x 100 balloon. No stent was needed. The procedure was completed and the patient was discharged and stable.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. The reported event of device damage was confirmed. One guideright guidewire assembly was received for evaluation. The guidewire had been bent. The device was manufactured according to specifications as supported by the receiving inspection results. The cause of the bend remains unknown.